Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not fully compressing on the distal end and one clip fell off the tissue. The surgeon noticed that this happened on the third and fourth clip. The clip that fell off the tissue was removed with a laparoscopic grasper. The same device was used to complete the procedure. No adverse consequences reported.